Event description:
It was reported that the pt was seen to have his vns device disabled because he was going for an MRI. The reporter says that normal mode diagnostics were performed with all the results within normal limits. The reporter further explained that the pt's mother feels like the vns is not working, and is suspecting a lead fracture. It is unk at this time why a lead fracture is suspected. Add'l info was received indicating the pt will not be undergoing any replacement surgery. Attempts for further info have been unsuccessful to date.

Event description:
Review of the vns programming history found that a system diagnostic test was performed on (B)(6) 2011, which indicates the device was within normal limits. As high impedance was not seen in 2011 as previously reported, the initial report of a lead fracture has been confirmed invalid.